Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a malfunction of the sensors. The customer's blood glucose level was 7.6 mmol/l. The customer reported that they had 3 sensors from the same box. The customer reported that electrodes were missing and the sensors were broken. The sensor will not be returned for analysis.